Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection occurred between the transmitter, receiver and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Performed pairing test with nordic bluetooth device and unit passed. Performed share log review and unit failed. The reported event of loss of connection was confirmed. A root cause could not be determined.